Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified the implant collar to be fractured. Bone debris on the implant and additionally, bone/debris on the inside of implant drive feature as well. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the product experience report (per) was high bone density (type I). The reported device was located on tooth # 19 and was used for approximately 10 years, and 10 months. The customer did not provide any pictures or x-rays. A device history record review (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. A complaint history review by item number was conducted dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/ CAPA/ hhe/ /ie /product holds for the reported device related to the reported event. Complainant reported that the implant was removed due to implant fracture. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: lot number, expiration date, unique identifier (UDI) number unknown / not provided h3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date unknown / not provided. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. PMA/510(k) number: k013227.

Event description:
It was reported that the implant was removed due to implant fracture at tooth location 19.